Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges friction and wear between cobalt-chromium metal head, metal liner caused large amounts of toxic metal ions resulting to pain, discomfort, inflammation, injury, loss of mobility and loss range of motion. Doi: (B)(6) 2006; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Product complaint # (B)(4) . Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch :null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf record received. Ppf alleges dislocation with open and closed reduction, metal wear and metallosis. It was indicated that the cup, head and liner were revised.